Event description:
It was reported that there was a problem with incision healing. The pt indicated that the "pump was falling out of me. It was always tender." It was noted that the pump was implanted for four yrs before it was explanted. The type of medication, concentration and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4). Pump was falling out of pt.